Manufacturer narrative:
Additional information was received and it was learnt that the lens was removed from the left eye of a (B)(4) male patient, and replaced with another lens, same model and dioptre, during the same surgical procedure. There was no patient injury, no incision enlargement, and no vitrectomy performed. No further information was provided. The following fields have been updated: date of birth: (B)(4) 1935. Sex/gender: male. If explanted, give date: (B)(4) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: unknown if the lens was explanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's eye and was noted scratched. No further information was provided.